Event description:
It was reported that during an esophagectomy and after the anastomosis was completed, the doctor found that the anastomotic end was not stapled, so manual anastomosis was used. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed staples. 3. Were there staples missing from the staple line? No. 4. Did the device cut the tissue? Yes. 5. Was it a partial cut? If so what was cut partially, washer or tissue? No. 6. Could you please clarify if there were any patient consequences? No. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.